Event description:
Related manufacturer reference number:2017865-2023-19438; related manufacturer reference number:2017865-2023-19440; related manufacturer reference number:2017865-2023-19443. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explant and replaced the entire system ¿ pacemaker, right ventricular lead, and atrial lead. During the replacement of the ventricle lead, the lead was implanted and explanted on the same day for an unknown reason. The new rv lead was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.